Manufacturer narrative:
The insulin pump passed the self test and displacement test. Hardware low level failure alarm(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. Pump also received with severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose value was 172 mg/dl. Customer reported they were able to clear the alarm. The insulin pump passed self-test during second occurrence. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.